Manufacturer narrative:
The initial MDR 2432235-2022-00310 was submitted on 29-nov-2022. Additional information (22-dec-2022) siemens evaluated the available information and did not identify an instrument or reagent cause. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. Quality control (qc) was in range and no issues were noted with other patient samples. The cause of the falsely depressed creatinine (ecre_2, enzymatic) test result on one patient sample is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were revised.

Event description:
A falsely depressed creatinine (ecre_2, enzymatic) test result on one patient sample was obtained from an atellica ch 930 analyzer. The initial test result was not reported to the physician(s). The same sample was repeated on the same analyzer. The repeat test result was considered correct as it matched the patient's medical history and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed ecre_2 result.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that a falsely depressed creatinine (ecre_2, enzymatic) test result on one patient sample was obtained from an atellica ch 930 analyzer. Siemens is investigating the event.